Event description:
On (B)(6) 2012, animas customer support received an email from the internal sales department to report that the patient had made contact with them and reported that the keypad was peeling and was concerned that the pump may have not been delivering insulin properly since she was experiencing erratic blood glucose readings. Animas product support was able to reach the patient on (B)(4) 2012. At the time of the follow-up call, the patient confirmed the keypad was responding as usual. The patient claimed the pump was "scratched up" and also raised her concern regarding the pump potentially not delivering correctly due to "erratic bg for a few days." Product support was unable to obtain additional information regarding erratic bg's. The patient stated she was at work and unable to further discuss issue. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012. The patient informed the mss that her bg had been erratic for the "past year." The patient reported having bg's as low as "15 mg/dl" and as high as "400 mg/dl." The patient was unable to provide any specific dates with the high/low bg's. She reported that in the beginning of (B)(6) 2012, she was treated by paramedics for a low bg of 15 mg/dl. The patient did not recall any details regarding the incident. The patient stated her boss told her she was "behaving irrationally" and was treated with food and drink by the paramedics. The patient stated when her bg has been high she develops symptom of nausea; however, denied having received medical intervention by an hcp for a high bg. The patient informed the mss that she has discussed the erratic bg's with her doctor and her doctor makes adjustments. The patient claimed she is not sure of contributing factors for erratic bg's. She stated that she is doing everything as she is supposed to regarding pump management. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.